Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was interrogated and it was noted that the device had triggered end of life (eol). An inquiry regarding the change time and the biv indicators for the device at eol and storage mode. Bostion scientific technical services (ts) noted that > 30 seconds charge time will trigger eol and biv is 2.17 volts the device will revert to storage mode thus if tachycardia mode is still on then the device is not yet in storage mode. It was not known when elective replacement indicator (eri) was triggered. The device was explanted as it had triggered eol. The device will not be returned. No adverse patient effects were reported.